Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that there was a kink and potentially a hole in the proximal end of the catheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported guide catheter kinked and guide catheter shaft broken cannot be determined.

Event description:
During the procedure, it was reported that there was a kink and potentially a hole in the proximal end of the catheter. No clinical consequences reported to the patient.